Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were unable to charge their implantable neurostimulator (ins). The patient stated that the reposition antenna screen kept appearing on the implantable neurostimulator recharger (insr). It was noted that the ins could communicate with the patient programmer (pp) and the pp showed that the ins battery was low. It was also noted that the patient lost 70 pounds over the previous year and could now feel the battery stick out; indicated that the ins tilted. The patient experienced pain, location of pain was unknown. This event occurred in (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant pain and failed back surgery syndrome. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Event description:
Additional information was received from the patient. It was reported that the medical providers told the patient exactly what to do and the device was charging now. The patient was able to charge the device. The device was still sticking out but the patient noted that it was okay now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.